Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any patient consequences? If yes, please describe. -was there any change in the patient¿s post-operative care due to the prolonged procedure? --please refer to the event description, other information requested is unknown. -how long was the delay? Please specify in minutes. --about 5 minutes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the surgical skin suturing process, the problem of pulling off suture needle happened and could no longer be used. After examination, there was no residue left, and the nurse immediately opened a new bag of suture to complete the suturing. This caused an extension of the surgery time. There were no patient consequences reported. Additional information was requested.